Manufacturer narrative:
The patient was born on an unspecified date in (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex m100 set, an external leak was observed from the effluent bag. It was reported during priming, a ¿large amount of air¿ was observed in the effluent bag during priming and treatment. The bag was changed, and treatment was continued. It was reported the same thing happened with the next effluent bag during treatment. Treatment was continued. It was reported after 34 hours treatment was ended due to coagulation. It was reported when treatment ended, ¿the bag was very full, and it had a leak¿. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, two photographs of the sample were provided for evaluation. Visual inspection of the provided pictures showed the presence of air in the drain bag. An external leak fluid at the level of the welding was observed on one drain bag. The reported condition was verified. As the actual device was not returned, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.